Event description:
It was reported by service report that the left retaining cap bolt pulled through the cap on the head section which could allow the head section to pull out of the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.